Manufacturer narrative:
The returned device was evaluated. The radical-7 was able to turn on using both the battery and ac power via docking station. The device remained powered on while being docked and undocked; however, the docking station battery charging led flickered, indicating that the battery was not being charged. All other led lights were functioning as expected. Visual inspection revealed that interface contact pin 1 on the j19 connector was stuck, preventing the radical-7 from charging properly. The pin was pulled out into its normally idle position and the unit functioned as designed. The unit was able to obtain readings and alarmed during alarm conditions. The rds1 docking station functioned as expected.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radical-7, unit doesn't remain powered on. When it is in charging the yellow led battery indicator is blinking. There were no consequences or impact to patient.